Manufacturer narrative:
H6: it was reported that, during thr surgery, the impactor tip of two (2) polarstem modular head for 21000662 are broken. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem. The complaint device, used in treatment, was not returned for investigation hence the reported issue could not be confirmed. It was confirmed that the product is not available to return for investigation. A complaint history review was performed. The production documentation could not be reviewed since the lot number was not provided. A relationship between the reported event and the device cannot be confirmed. Based on the performed investigations and the available information, the reported failure mode could not be confirmed, and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Normal wear and tear through repeated is known to contribute to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary. This version of the device will be monitored for similar issues. This investigation is considered closed.

Event description:
It was reported that, during thr surgery, the impactor tip of two (2) polarstem modular head for 21000662 are broken. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.